Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The father reported an issue with the patient¿s insulin pod that occurred the previous day. After lunch, their blood glucose (bg) remained high through the afternoon and overnight despite multiple correction doses. The bg level was reported to be 16 mmol/l (288 mg/dl) while wearing the pod between 25 and 36 hours. The pod had been placed on the abdomen, and upon removal they observed a bent cannula and insulin present on the skin around the cannula infusion site. They replaced the pod after which glucose levels began to stabilize. No medical assistance was required.